Event description:
It was reported that patient presented during clinical follow-up. Interrogation of device noted that the implantable cardioverter defibrillator exhibited under-sensing. No interventions were performed. The patient was in stable condition.